Event description:
It was reported by dealer that the (B)(4) concentrators alarm is not working, cannot hear it. 4201 hours on unit.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5po2 concentrators alarm is not working, cannot hear it. 4201 hours on unit.

Manufacturer narrative:
(B)(6). The device was evaluated by the returns department which found that the controls are defective.